Event description:
"Leaking oil" was stated on the repair request. On follow up, it was reported that oil leaked during a case but there was no patient injury, oil did not drip into the patient. The hospital contact reported that the drip rate is set too high and that is the reason that their motors leak oil and have to come in for repair so often.